Event description:
While doing a laparoscopic cholecystectomy, physician needed the harmonic scalpel. Hand piece and cord open and plugged in appropriately. Hand piece tested successfully. After several minutes of use, it stopped working. Removed from pt. By physician. The scrub technician wiped off instrument, unplugged then retested without success. While looking at instrument, the scrub technician noticed a piece to the graspers was missing. Instrument placed off the field at this time and manager called and informed. Broken piece was found on floor at end of case. No harm to pt.